Event description:
The customer contacted stryker to report that their device would not complete the boot up cycle. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. The device is no longer serviceable. Stryker recommended that the customer remove the device from service and a replacement device be obtained. The cause of the reported issue could not be determined.

Manufacturer narrative:
Section h6 investigation findings results code grid of the initial medwatch report 0003015876-2022-01745 indicates no findings available. Section h6 investigation findings results code grid of the initial medwatch report 0003015876-2022-01745 should indicate operational problem identified.

Event description:
The customer contacted stryker to report that their device would not complete the boot up cycle. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.